Event description:
Due to gall bladder problems at 32.5 weeks gestation, the pt had a c-section to deliver twins, and a cholecystectomy was performed in the delivery room following the c-section. Two lap sponges were reported missing following the cholecystectomy and with great difficulty due to the pt's weight (310 lbs), the pt was x-rayed twice in the prone position to locate the missing sponges. One sponge was located and removed. The x-rays failed to locate a second sponge. The pt was closed and brought to the recovery room. During clean up of the delivery room the missing sponge was still not accounted for. The pt was re-x-rayed in a sitting position in recovery and the sponge was located; it was found to have migrated up under the diaphragm area. The pt was returned to the or and the sponge located and removed by the surgeon during a second surgery.